Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt's impressions of sound has deteriorated over the past few days, along with intermittencies in her hearing. Testing confirmed that the device has malfunctioned.